Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. B5: added updated clinical review.

Event description:
With further clarification there was no information from the medical team that the tuohy ring was broken, and as the product was discarded no further details are to be found regarding the ring.

Event description:
An impella cp was inserted via the left femoral artery to support the 82-year-old female patient admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The underlying history was not shared by the medical team in japan. The pump was not explanted at the conclusion of the pci, but rather was retained for hemodynamic support in the ICU. The pump alarmed for being in the aorta and due to the patient being hemodynamically stable, the pump was explanted. Prior to the pump removal the pump performance was above the expected range for the support level with reported flow at 3.4l/min on p-5. There was no other device/pump placed as a replacement. The pump had supported for 2 days. The team did state there may have been loosening of the fixing ring/tuohy from user error, but to date this has not been confirmed. The patient survived the pump explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.